Event description:
Pt was diagnosed with a corneal ulcer, centrally located on the eye. Pt inserted a new pair of lenses on october 14, 1999 and discontinued wear after 6-8 hours. Pt reported the following day with discomfort and decreased vision. Treatment administered was fortified ciloxan and penicillin derivative. Pt is currently under care of corneal ulcer specialist.